Event description:
Following implant, a repeat "tee" showed lateral wall motion abnormality. Cardiac catherization was performed immediately. The surgeon was unable to visualize the left coronary artery. The pt was re-operated on. During reoperation, the surgeon noted that due to the size and profile of the valve, the low lying left coronary could not be filled in the usual fashion, even though on inspection the valve was definitely implanted in the annulus as planned and the coronary ostium was not compromised any other way. The valve was explanted and replaced with a 19ahpj-105.